Event description:
In 2004 integra lifesciences received a letter and a small vial containing the 2 explanted ultrasoft implants in a fluid media. Integra had not been advised of the return, so no RMA was issued before receipt. The product was sold to dr. On eht anesthesia record provided with the letter from dr. There is an indication that he first explanted a 3.2mm lip implant prior to reimplantation with the 4.8mm ultrasoft. This record contains the catalog and lot numbers for thw two implants performed in 2002, however, one cannot distinguish which is which in the vial. The surgeon reported it was extrtemely difficult to remove the implants. Substantial size incisions had to be made to both ends, dissecting all the way across the lip finding the capsule coated and grown "into" the outer surface of the implants. The tissue had growth in both ends. The implant was more brittle, appeared to have absorbed cholesterol and fatty acids. This explant procedure required considerable sedation and/or general anesthesia to remove soft form implnts from the lips.